Event description:
The customer was hospitalized for low bgs. The cause of low bgs was unknown. The customer changed the set and was disconnected during rewind and prime. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. Suggested the customer to call the doctor to discuss possible causes of low bgs.